Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis pheno system. During an interventional procedure, the user reported that no x-ray was possible. The procedure was continued and completed on an alternate system. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The bearing of the rotary anode x-ray tube, which is a consumable part, was blocked and defective. This could be verified on the returned part. A standing rotary anode leads to the loss of x-rays. Despite all qualitative precautions, such failures, which are technologically caused, cannot be completely avoided, especially since bearing wear depends on the respective load. The affected x-ray tube has been exchanged by the local service organization and the error has not been reported again. The spare parts consumption of the x-ray tube was checked and no irregularities were found. A possible systematic error that would lead to a corrective action could not be identified by the investigation. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected, prolonged hospitalization of the patient or any other person occurred or could be expected.